Event description:
Asku

Event description:
It was reported that the right ventricular lead was replaced due to concern about a 'trend they were seeing in the lead and did not want him to get shocked inappropriately'. No patient complications have been reported as a result of this event. Additional information was provided by the patient's attorney. Alleged that the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.